Manufacturer narrative:
Currently, it is unknown to what extent the bard/ davol ventralex device may have caused or contributed to the reported event. The information provided alleges additional surgeries and medical intervention was needed. The initial surgery on (B)(6) 2015 " was caused by issues unrelated to the defects in the mesh." The mesh was reported to have degraded,excised and explanted in two separate surgeries. However, no samples of the mesh were returned. Recurrence, adhesions,infection, and seroma is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ "the patient was caused to sustain injuries and to have suffered pain, shock; that these injuries and their effects will be permanent". However, medical records are not available at this time. Based on the limited information provided at this time, no conclusions can be made. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011 - patient was implanted with a bard/davol ventralex patch mesh . On (B)(6) 2015 - the patient while under surgical intervention for a splenectomy and the bard/davol ventralex patch mesh was required to be surgically tacked down. Surgery was caused by issues unrelated to the defects in the mesh. The ventralex patch was left in the patient and not removed at the conclusion of the (B)(6) 2015 surgery. Subsequent to the (B)(6) 2015 surgery, the patient was experiencing abdominal discomfort and collection of fluid in the abdominal area. On (B)(6) 2017 - patient underwent surgery that included robotic retrorectus repair of multiple recurrent ventral hernia and lysis of adhesions and implantation of an non-bard/davol new mesh (matristem mesh). . The surgery was complex because of adhesions . That adhesiolysis was performed for omentum that was adherent to the area of the previous surgery. That dense adhesion were found throughout, and the peritoneum was completely sealed to the skin. That upon inspection during surgery it was discovered that a piece of the ventralex patch was densely adherent to skin and hard scar tissue with foreign material was found to exist. Subsequent to (B)(6) 2017 surgery, the patient was leaking fluid from his belly button, and diagnosed with a seroma because of the ventralex patch. On (B)(6) 2017 - patient underwent, irrigation, debridement and closure of an open abdominal wound. That the surgeon noted the patient developed a post-operative seroma in the area where the ventralex patch had been excised. That the surgeon observed separation of the fascia at the site of the open wound with exposed biological graft and that when the wound was irrigated that fascial separation could be seen with the muscle and mesh underneath. The patient utilized antibiotics, a vacupump for approximately two weeks and a jackson pratt drain. On (B)(6) 2017 - patient underwent surgical open explantation of the old ventralex patch, washout, closure of fascia, and placement of prevena vac. The surgeon found that the ventralex patch mesh partially degraded and was explanted, and that the ventralex patch was noted to be adherent to underlying small bowel, and intra-operative gram stain of the explanted mesh specimen was found to be positive for gram-positive cocci in pairs and clusters. The patient was caused to sustain injuries and to have suffered pain, shock; that these injuries and their effects will be permanent; and as a further result, the patient was and will continue to be, rendered unable to perform patient's normal activities and duties and has sustained a resultant loss there from.